Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. Customer states insulin pump screen was unable to read to the customer. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device had minor scratched lcd window.